Manufacturer narrative:
The glidescope avl video baton 3-4 was replaced for the customer and the affect video baton was returned to verathon for evaluation. A technical service representative evaluated the returned video baton and was able to duplicate the reported loss of image. When the video baton flexible tubing was manipulated the image would freeze and become covered by static. Since the customer received a replacement and there no repairs available for the device, the returned video baton was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would intermittently cut out. The procedure was completed with a second device, which was prepared in approximately five (5) minutes; however the type of device used to complete the procedure was not known. No harm to the patient or user was reported.